Event description:
A patient developed hives and had chest pain 22 days after have a dental implant placed at tooth location #31. The dentist removed the implant as a precaution in case the patient had an undiagnosed metal allergy. The patient was referred to an allergist for further testing.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Although rare, titanium allergy is a known contraindication for dental implants as stated in our IFU. The patient would need to be tested by an allergist to determine if they have a metal allergy. The dentist removed the implant as a precaution since the patient was complaining of hives and chest pain.